Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; cause was unknown. Juice and mints were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2019 at 12:51:55 am. Because of this, the continuous glucose monitor was not reading blood glucose values on (B)(6) 2019. The lowest blood glucose (bg) entered into the pump by the user was 186 mg/dl on (B)(6) 2019. Therefore, the complaint could not be confirmed. On (B)(6) 2019, from 10:04:15 am to 2:34:41 pm, user made three (3) bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. A tubing fill of size 13.1 units was observed on (B)(6) 2019 at 6:58:29 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.